Event description:
Procedure type: according to the rptr: the clear "bubble" was not attached at end of trocar out of package. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 07/21/2008.